Event description:
Event description guidant received information that during the attempted implant of this cardiac resynchronization therapy defibrillator (crt-d) a fault code 07 was displayed. Noise was noted on the atrial channel along with elevated atrial lead impedence measurements. The atrial lead was removed from the port and reinserted. Following this, the device could not be interrogated. All the leads were removed from the header and reinserted. Following this, telemetry was established and the fault code was displayed.